Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2016-11-14 reporting that impedance tests showed that electrode #5 was outside of normal ranges as reported on (B)(6) 2016. The patient stated that their stimulation was in a different area of their body since the fall and that stimulation was higher up in their rib area. The manufacturer representative reprogrammed the patient¿s low density programming and gave the patient high density programs as well. The programming was now at the bottom of the lead versus the top to middle of the lead as it was before. The manufacturer representative was not sure if the issue had been resolved. The patient was going to try the setting for a while and get back to the manufacturer representative if the new programming was not working. The patient did say that they felt that the new programming was giving them good coverage of all of their painful areas.

Event description:
The patient reported that for the past 3-4 days their stimulation felt like it was turning on and off by itself. They did have adaptive stim active and would notice the stim turning on and off in all positions. It would happen when they were already in the positon, they felt jarring to them when the stim came back on because they had it set kind of high. It was recommended to try adaptive stim feature off until the doctor could resolve what was happening. It was recommended that the doctor check the leads. It was noted that they would see if a manufacturer representative (rep) could come to their next appointment for their stimulator. The change in therapy/symptoms was noted to be gradual for the past 3-4 days in (B)(6) 2016. On (B)(6) 2016 the rep reported that the stimulation output changed unexpectedly. The patient claimed that the turning off was not related to specific positon changes in one instance they stated that they were walking and the stimulation felt like it turned off and then came back on. It was also noted that the sensation was felt when sitting was different than when they were standing. The rep reviewed that it may be related to positional changes as opposed to changes of output from the implantable neurostimulator (ins). The patient was not verifying the amplitude changes or on/off status with the patient programmer when they felt like the stim was turning off. On (B)(6) 2016 the rep checked impedances and found that electrode five was out of range, greater than 10,000ohms, with all reference electrodes except 14 and 15. They were not using 5 in the programming. The range for the other electrodes with reference zero was 773-1163 ohms. The patient was programmed with the following parameters and group impedances were recorded: a1 9+ 10- 11- 12+ 3.2v 450us 40hz group imp: 359ohms; a2 10+ 11+ 12- 13- 2.5v 450us 40hz group imp: 361ohms. It was stated that the amplitudes were not programmed for each position, the programming section did not have the view defined positions drop down indicating that as was not active. The settings of amplitudes associated with position were reviewed. The patient claimed that the ins was switching amplitude but they only had one group and adaptive stimulation (as) did not appear to be active. The rep was going to re-orient the patients device and program amplitudes for each position. It was reviewed that the rep check the device with the patient programmer rand when the patient feels like it is turning off and attempt to change the amplitude to see if the issue was related to position. The health care professional (hcp) reported on (B)(6) 2016 that the rep reset orienting and amplitude for different positions. The cause for the jarring sensation felt and the intermittent stimulation was not known. It was noted that they would continue to follow the patient after adaptive orientation was reset. The rep reported on (B)(6) 2016 that the implant was on and adaptive stimulation (as) was enabled, group a, also had group b, a duplicate of a without as but the patient did not use. After a reported fall, forward on their knee, the patient reported a change in stim, in a different location, and uncomfortable. This occurred on (B)(6). The patient reported a change in stim, had not turned off to assess the symptoms. Programming around was discussed and if this did not resolve the issue to discus with the health care professional (hcp) and do an x-ray to see if the lead migrated. Discussed isolated leads, patient had one hinged 2x4 and one vectris percutaneous lead. It was noted to be uncomfortable stim. The change in therapy/symptoms was considered sudden. Additional information was received from the rep on (B)(6) 2016 stating that the intermittent stimulation was prior to last programming and that it was still somewhat of an issue. Other relevant medical history includes spinal pain. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.